Manufacturer narrative:
Correction: g4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: product ID: 97755-s, serial/lot #: (B)(6)returned for product analysis. Analysis found there was a recharger antenna failure: the controller would not power on when the recharger (rtm) was plugged in. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the last few times the pt was using their device and when they plugged the rtm into the controller they got battery is low; it had told them twice in the last two charges. The issue started last week and they could only charge the ins to 80% and then they would get battery low replace battery soon in the controller. Today pt was recharging since 7:30am and it was then 12:30 their time. During call pt verified no damage to the rtm or to the controller charging port. Pt reset the controller and attempted to recharge the ins, the pts controller spent a long time on looking for device and the screen did not go past checking recharge quality screen. The issue was not resolved. An email was sent to the repair department to replace the rtm.